Event description:
It was reported that the dreamstation auto CPAP device was no longer available to return and had been donated. According to the patient's daughter, her father passed away last year and stopped using the device prior to passing. Currently, there is no information that the death is related to the device. The manufacturer received information alleging death. There were no reports of medical intervention. The patient's daughter requested that no further correspondence be sent. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. If any additional information is received, a follow up report will be filed.